Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated ca19-9xr results for one patient on the architect i2000sr analyzer. The following continuously monitored results were provided: less than 37 u/ml, over 800 u/ml, approximately 700 u/ml and less than 10 u/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), accuracy testing and a review of labeling. Historical complaint reviews did not identify an adverse trend. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. A malfunction was not identified. This issue is limited to a single patient sample. Troubleshooting of the original sample was limited to retest due to limited sample. Retest of the patient with a new sample generated results <10 u/ml, which was in alignment with the patient background of < 37 u/ml. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte. Labeling was reviewed and found to be adequate. No additional issues were identified.